Manufacturer narrative:
The account replaced the scale board, power supply board and calibrated the scale to repair the bed.

Event description:
The account alleged the power board and scale board are damaged by fluid ingress. The scale is flashing error 2.